Event description:
A single use da vinci suction irrigator "would not work in serval robotic arms but, all other instruments functioned on those arms" another single use instrument was opened and used to complete the case. No pt harm noted. Delay in care only with acquiring new instrument.